Event description:
It was reported that an ilet pump¿s display became blank and showed a white/gray lit screen after exposure to water during a shower, and the device stopped functioning despite having sufficient battery; this aligns with a display readability problem associated with the touchscreen component, and a replacement was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this case revealed fluid ingress which contributed to a display readability issue with the touchscreen consistent with an ambient light/display failure and cause traced to component failure. It was concluded that the cause was component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.